Event description:
The reporter contacted animas on (B)(6) 2013 reporting a blood glucose of 400 mg/dl with nausea and vomiting after the pump began emitting occlusion and cs064 alarms. The reporter stated that the site was changed the day before the pump began alarming. The reporter stated that the cartridge and tubing were replaced but the pump continued to emit alarms. This report is made based on the allegation that the patient experienced hyperglycemia related to unresolved occlusion alarms.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: during investigation, the pump history was reviewed and showed multiple occlusion alarms had occurred; the force at time of occlusions was high. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. The force sensor calibration test was found to be within specifications. During the flow accuracy test the pump was found to be delivering within required specifications. The pump exercised for 24 hours with no occlusions occurring. The issue of occlusion alarms was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.